Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove prosthesis. An unresolved infection may require removal of the prosthesis. Seroma and recurrence are known inherent risks to the procedure and are listed as possible complications in the adverse reaction section. Additional information has been requested; however to date the requested information has not been provided. Based on the limited information provided, no conclusion can be made. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol via maude event report (mw 5069544): "I received a sepramesh ip device for an umbilical hernia I've had complications ever since, including fluid build up, chronic pain, dysfunction, and infection which I never experienced anything like this until the placement of the device. I've been admitted into the hospital constantly for infection and other health issues related to this device and take multiple medications daily to keep the fluid from building up and pain. Have to be admitted into the hospital to clear up returning infections, regular infection medications don't effect it. I have to have IV meds to help. It's like my body rejected the device. At one time I put on a extra hundred pounds with taking lasso everyday. It came back down. I have pain in my stomach and there is a knot 4x6 where they went in. A few days after surgery, with a long needle and drawer out infection from my stomach. I've asked several times to have it removed and can't get nothing done. As I asked before, it was implanted, was it safe, dr. Said yes it is and now I have a huge mass behind where they did my surgery, a doctor told me it's a larger hernia."